Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question, but the customer site emailed reports to the department. The blood units transfused were abo blood group o rh (d) positive and there were no instrument errors around the time of testing. An immucor field service engineer (fse) visited the customer site on (B)(6) 2019 to assess the testing instrument in question. The probe and both syringes were replaced by the fse because they were leaking, and also the washer manifold was replaced because of blockage in the supply tips. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported a transfusion reaction when using capture-r ready-screen (3) for testing with a galileo echo instrument, when tested on (B)(6) 2019.